Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 and h4.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the needle on the suture breaks. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/7/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - did the needle fall into the patient? If yes ¿ was the needle piece(s) retrieved during the same procedure? Yes, but unfortunately the staff did not save the broke needle. All lots under that item were pulled from shelf. ¿ were x-rays taken to locate the needle piece(s)? Yes, broken piece was located after x-ray scan. ¿ what measures were taken to retrieve the broken piece? Surgeon located broken piece. Then did x-ray scan to confirm everything was removed. ¿ was there any additional tissue damage as a result of searching for the needle piece? No tissue damage - device return status. Please document the shipment tracking number: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.